Event description:
It was reported that a cracked or shattered touchscreen made the pump unresponsive and illegible. There was no reported adverse impact to the customer¿s blood glucose level. Customer reverted to an alternate method of insulin therapy.